Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. A review of the episode showed the r-wave amplitude suddenly decreased, resulting in oversensing and inappropriate shock delivery. Technical services recommended bringing the patient in to the clinic for troubleshooting, to see if this morphology change could be reproduced with patient movements or posture changes. X-rays were submitted for review and it was noted the device appeared to have moved anteriorly since implant. A holter monitor was suggested to evaluate a possible bundle branch block as the cause of the morphology change. It was noted there were many atrial fibrillation (af) episodes stored, with some showing noise. The field representative reported the patient was seen for troubleshooting. Oversensing was observed in the secondary vector so the device remains programmed to primary. Smart pass was programmed back on and the rate cut off for the conditional zone was increased to 250 bpm. No adverse patient effects were reported. The device remains implanted and in service.